Event description:
It was reported that the coil fractured within the patient, requiring additional intervention to attempt to retrieve the device. An embold fibered 22x60 was selected for use in the left gastric artery aneurysm coiling procedure. Right groin access of the femoral artery was obtained using an unknow 23 cm sheath. Access of the celiac artery trunk was achieved using a non-boston scientific 5f guide catheter. A 130 cm straight 2.4f direxion microcatheter was used to access the left gastric artery, which had a proximal aneurysmal component. Embold coils were used to successfully embolize two distal outflow vessels. The embold fibered 22x60 was chosen and attempted to deploy in the aneurysmal sac. There was resistance experienced when the proximal approximate 5 cm of the coil was being pushed out of the microcatheter. The physician elected to retract the coil, but encountered resistance, and there was a notable "pop" heard upon retraction. Upon removal of the microcatheter, a filament was noticed in the 5f guide catheter, which was identified as a fractured portion of the coil. Contralateral (left) femoral artery access was achieved and a non-boston scientific sheath was used in conjunction with various endovascular retrieval devices to attempt to retrieve the coil. The proximal coil portion that remained was able to be successfully pushed into the celiac, but the coil was unable to be retrieved. As a result of the malfunction, the patient had to remain on the procedure table for a longer than anticipated time. Additionally, the patient experienced puncture site and body discomfort, requiring standard pain management. The patient was admitted to the hospital overnight on anticoagulants and was reported to be stable with no additional complications.